Event description:
It was reported that the solus damaged during vial installation. It is unclear whether the damage occurred before or after installation. The nail part is cracked. Can we verify where the piece is cracked, is it the housing that assembles around the vial? A: there is a crack in one of the claw parts. Do they attach manually? A: it was done manually. Is lot information available? A: it's unknown.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: annex a code updated to reflect most accurate failure based on reported information. Device evaluation: one sample was provided to our quality team for investgiation. Through visual inspection, one of the protector claws was observed to be cracked, verifying the reported incident. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, we cannot identify a root cause related to our manufacturing process at this time. It is likely the claw cracked during the assembly of the protector on to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the solus damaged during vial installation. It is unclear whether the damage occurred before or after installation. The nail part is cracked.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.